Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. Regarding when did the event or symptoms occur, it was noted about two years ago. However, it got worse in the last year. The patient reported a broken external antenna. No medical or therapy problem was reported. No out of box failure was reported. Replacement product request email was sent to the repair department. The problem started when the patient went to hospital and lost programmer and antenna. After a period of time they finally found the programmer but the antenna was not with it. Ever since than, they had problems, could not keep it adjusted and spend time urning. The problems started: 2 years ago? The patient kept thinking she could fix this but just gotten worse. The patient set it but doesn't stay set. The patient urinates every hour and sometimes every 20 min to 10 min. Min of2 hours at night. Patient programmer/ ptm antenna-reason: lost/stolen was noted. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37092, serial# unknown, product type: programmer, patient. Product ID: 3093-33, lot# v483608, implanted: (B)(6) 2010, product type: lead. (B)(4).